Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there were elevated potassium and low calcium results. Repeat test performed in serum tube and results were normal. The following information was provided by the initial reporter: it was reported that patient had elevated potassium and low calcium results. We had patient drawn in mint green lithium heparin tubes that had elevated potassium and low calcium. Pretty much not life sustaining numbers. All reagents in, all controls in. We were able to repeat testing on a serum tube on the patient which had normal results.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Additionally, 5 in-house retention samples were sent to the chemistry lab for testing with all samples meeting specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there were elevated potassium and low calcium results. Repeat test performed in serum tube and results were normal. The following information was provided by the initial reporter: it was reported that patient had elevated potassium and low calcium results. We had patient drawn in mint green lithium heparin tubes that had elevated potassium and low calcium. Pretty much not life sustaining numbers. All reagents in, all controls in. We were able to repeat testing on a serum tube on the patient which had normal results.